Manufacturer narrative:
The device was not returned to zoll; the customer removed and returned the device's control board. The customer confirmed that replacing the board resolved the malfunction; however testing was not able to duplicate the malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to adjust pacer current. Complainant indicated that there was no patient involvement in the reported malfunction.